Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ end of shaft broken. The instrument was found to have a broken maintube at the distal end causing the cannula seal to be stuck. The known cause of this failure is mishandling/misuse. Additionally, the instrument was found to have a broken pitch cable at the distal end of the clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument¿s tips became bent. The instrument could not be removed through the trocar. The customer removed the instrument and trocar at the same time. The customer installed a new trocar and a backup instrument to address the issue. The customer reported that no fragments fell into the patient. The procedure was completed with a backup instrument and there was no reported injury.